Manufacturer narrative:
"(H3) pending evaluation" entered in the additional mfg narrative of the initial report was entered in error. No device return expected.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [overweight, previous knee procedures], unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products: concomitant device(s): tibial insert 02-022-35-2009, tibial tray 02-022-45-2020, patella component 200-02-35. Additional product: cmnt simplex gent 6195-1-010.

Event description:
It was reported via exactech clinical study that the 51-year-old overweight caucasian female patient experienced ¿instability¿ total right knee arthroplasty. The date of event onset is on (B)(6) 2021. The patient is doing extremely well however the mechanical nature of her pain which previously consists of crepitus over her right knee is very excruciating and she would like to proceed with an alternative option; reluctant to proceed with a corticosteroid injection to the risk for infection and have instead offer her the opportunity for intra-articular arthroscopy to debride any scar tissue which may be present and causing a painful sensation. She has agreed to proceed accordingly. Action taken; right knee arthroscopy and debridement. The patients last known outcome is resolved on (B)(6) 2021. No additional information.